Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 121 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 60 episodes of regular vt and vf detection in the time of 01:42 am to 07:55 am on february 01, 2023 due to intrinsic signals that largely led to full energy therapy delivery. The analysis of the shock holter data showed that an amount of 95 charging cycles were performed by the device within a few hours on february 01, 2023. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. The activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
After an implantation period of approx. 58 months, it was reported that the device shows the eos status after shock delivery due to vt storm. The ICD was explanted. Should additional information be received, this file will be updated.